Event description:
Stab my lip area and cut myself/cut - top lip [lip injury]. Head slides off and then I get exposed to the metal piece: oral-b [device breakage]. Case narrative: adult male consumer via phone reported that the oral-b toothbrush head slid off which exposed the metal piece of the oral-b toothbrush handle, type 3756 and stabbed and cut his lip. No serious injury was reported. On 17-mar-2025, via image: the suspect product lot was f44351032. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.